Manufacturer narrative:
A ps500 battery set out of specification was found to be the root cause of the reported event. The battery charging algorithm was identified not to guarantee optimal charging conditions for each use scenario. The boost charge was exempt. This may cause a reduction of the battery life time, specifically for batteries which are often used during patient transport. As a consequence, we have decided to update the software (firmware), to test batteries in regards to their capacity and to replace batteries if the capacity is already reduced. Fsca has been initiated and already reported: information of users via fsn about this issue; update of the software; test of batteries and replace if required; action has been prioritized for customers using the device for transport.

Event description:
It was reported that the v500 with ps500 battery failed without the messages "battery low" and "battery depleted". The power loss alarm was issued. No injury has been reported.